Event description:
Boston scientific received information that during routine follow up, this right ventricular (rv) lead exhibited increase in pacing impedance measurement due to a fracture. The patient underwent a surgical revision procedure where this lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.